Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device data logs revealed the occurrence of an internal battery alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause was the device software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.